Event description:
The customer contacted baxter's service center regarding a leak from the transfer set, which occurred on the homechoice (hc) during use. The cg stated the home patient (hp) opened the transfer set and the transfer set began to leak before being able to connect to the patient line. The technical service representative (tsr) advised the caregiver (cg) to inform the registered nurse (rn). The tsr advised the cg to start over with new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for a leak was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was due to the home patient opening the transfer set before being able to connect to the patient line, which is use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4) and a 510(k) number will not be provided in the emdr, because the product is unknown at this time. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.